Event description:
It was reported that during ambulatory follow-up, it was observed that this implantable pacemaker had recorded several non-sustained ventricular tachycardia (nsvt) episodes that were actually noise. The right ventricular (rv) lead was programmed to unipolar, and when the noise was detected the patient was using the induction oven. The rv lead polarity has changed to bipolar and measurements were satisfactory. The patient will continue routine follow-up. The device remains in service. No adverse patient effects were reported.